Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call issues with the sensor. Customer reported that upon removal of the sensor they noticed that the cannula was missing. Customer reported that the sensor cannula was fractured while in the body. Customer's blood glucose at the time of the incident was unknown. Troubleshooting was performed. The customer stated that the sensor cannula was no longer in the body. Product is not expected to return.